Event description:
It was reported that this patient experienced phrenic nerve stimulation. Subsequently, they underwent a revision procedure, and the cardiac resynchronization therapy pacemaker (crt-p) device and this lead were explanted and replaced. No additional adverse patient effects were reported. The explanted lead was discarded by the facility.